Event description:
Lactosorb plates were implanted for reconstruction of cranial defects, size 11cm long and 12cm wide. On (B) (6)2008, noticed a concave surface. On (B) (6)2008, (about 3 weeks post-op) revision surgery was performed, found 915-2413 was broken in two pieces and 915-2423 found deformed together with bone fragment.

Manufacturer narrative:
Actual plates were not returned, reviewed pictures taken during revision surgery. IFU warns "improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. The surgeon is to be familiar with the devices, the method of application and the surgical procedure prior to performing surgery." Based on the size of the defect, the number of plates selected were not enough to fixate the pt. The user facility is foreign; therefore a facility medwatch report will not be available. See 1032347-2009-00009 for 2nd plate used in the same surgery.